Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of a pre-operative rupture of a 15.5 cm diameter abdominal aortic aneurysm. It was reported that the patient presented with abdominal pain. A CT scan revealed 15.5cm abdominal aneurysm with a right retroperitoneal hematoma. Vital signs were stable. The patient was taken to the operating room and endovascular aortic repair done successfully. The final angiogram showed no endoleak. The physician then stated that the patient returned to the emergency room with bloody urine and abdominal pain. A CT revealed a type 1b endoleak on the right and surgery was planned for that day. The patient was taken to the operating room and an angiogram confirmed a type 1b. The right common iliac artery was extremely short and due to the size of the aneurysm the common iliac length was difficult to assess. The physician decided to land the device in the right external iliac artery and an endurant ii 16x10x199 was implanted. The right internal iliac artery was intentionally occluded because there was no iliac artery due to the size of the aneurysm. There was no need to embolize the patient or re-implant as the device covered it completely. The patient is without pelvic ischemia. The endoleak was resolved and the patient left the operating room in good condition. Per the physician, the cause of distal type I endoleak was due to a short iliac artery landing zone caused by the large size of the aneurysm. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation conclusion: off-label (implanting for a pre-operative rupture).